Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed, and the complainant's experience could not be replicated or confirmed. In the absence of the event unit, it is difficult to determine the exact root cause of the event. Based on the description of the event, it is likely that the reported event was caused by using the devices in contraindicated procedures. The IFU states "syntel embolectomy catheters are contraindicated for endarterectomy procedures or for use in venous system, grafts,shunts, or as a vessel dilator."

Event description:
Type of procedure: shunt thrombectomy. Closing letter is requested: complaint #1 of 10: # (B)(4). Complaint #2 of 10: # (B)(4). Complaint #3 of 10: # (B)(4). Complaint #4 of 10: # (B)(4). Complaint #5 of 10: # (B)(4). Complaint #6 of 10: # (B)(4). Complaint #7 of 10: # (B)(4). Complaint #8 of 10: # (B)(4). Complaint #9 of 10: # (B)(4). Complaint #10 of 10: # (B)(4). "3f, 80 cm syntel embolectomy catheter are several bursts during thrombectomy, this problem does not occur with the 4f syntel shunt prosthesis. Balloon can no longer be recovered and remains with patients. Approx. 10 pieces burst so far." Hospital: [name]. Physician: [name]. The product is not expected to return as it was discarded after use. Additional information was received from [quality control engineer] via telephone on february 25, 2020 at 12:01 (entered by [applied medical representative]). No new information has yet been provided. When asked about patient status, it is still unknown. Per [quality control engineer], the [hospital] team member hasn't replied to his e-mail and due to some personnel changes, this has caused a slight delay in obtaining additional information. Additional information was received from [quality control engineer], via e-mail on march 4, 2020 (entered by [applied medical representative]): "here are the translated answers from the user: these questions and answers are from the first complaint in [hospital name]. 10 catheters burst (applied, 3f, 80 cm). [Representative name] has spoken with [physician name] and they went through them one by one: the surgeon noticed this occurred "when he wanted to pull out the catheter; sometimes sections were there, but sometimes the whole balloon was no longer there; that always happened with a shunt thrombectomy. Balloons are not recovered because you cannot exactly know where they went (maybe stuck in the lungs); he noticed that the balloons had burst as a result of pressure loss under his finger." Of these completely dropped balloons, one remains in one patient, while the remaining bursts were in different patients. It has been confirmed that "most of the balloon or the whole balloon" burst. This occurred 2 times in one patient and the rest in different patients. The lot number is no longer available because all of the catheter packaging have been discarded. The name of the procedure was shunt thrombectomy. Regarding patient demographics, it's stated that they were "native and also in prostheses, but more often in prostheses; dialysis patients, multi-morbid." The volume of saline used to inflate the balloon was filled according to the IFU. The issue occurred during the first passage retraction of thrombectomy. The device was operated in vessels that were not calcified and had no stenosis. When removing the clot, the surgeon did not, more than usual, experience any excessive resistance. It was a fresh thrombus as it was a maximum of 2 days old. After this incident, the procedure was completed with "another thrombectomy or angiography, dilation, and thrombectomy." No injuries occurred to the patient as a result of this incident. Patient status: no patient injury. Type of intervention: "another thrombectomy or angiography, dilation, and thrombectomy."

Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A follow-up report will be sent once the results have been analyzed.

Event description:
Procedure performed: thrombectomy. "3f, 80 cm syntel embolectomy catheter are several bursts during thromboctomy, this problem does not occur with the 4f syntel shunt prosthesis. Balloon can no longer be recovered, remains with patients. Approx. 10 pieces burst so far." Hospital: [name], austria. Physician: dr. [Name]. Intervention: ni. Patient status: unknown at this time.